Event description:
It was reported that the patient developed an infection from an unknown source. Cultures were taken and one culture came back positive for bacteremia; all other cultures came back negative. It was noted that the patient did have notable discharge from wound and was placed on antibiotics. The implantable cardiac defibrillator (ICD) and three leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765, implantable tachy lead, (B)(6) 2008. A 407652, implantable pacing lead, (B)(6) 2008. A d314trg, implantable cardioverter defibrillator, (B)(6) 2013. (B)(4).